Manufacturer narrative:
This is an initial report. The customer's meter has been returned to an adc representative, and a final report will be submitted when the investigation is complete.

Event description:
Customer's sister called and requested a new meter. She stated customer's adc meter gave readings of 200mg/dl, 260mg/dl and "hi" (glucose<500mg/dl) and she's been "hospitalized for sugar complications." Customer injected insulin, but continued to "feel ill" and experienced trembling and dizziness. Upon arrival at the hospital, customer was tested with an hcp meter and received a reading of 350mg/dl and "had ketones in the urine." She was treated with insulin and diet modification while hospitalized. An adc representative obtained the adc meter and noticed it was giving readings with decimal points, readings of 26.7mmol/l, 26.1mmol/l and "hi" were found in the meter's log. The unit of measure was changed to mmol/l. This type of meter was manufactured to have switchable units of measure. The adc representative replaced the meter at that time. No diagnosis was reported. There was no report of death or permanent impairment associated with this event.